Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of "alarm f-94" was confirmed during device evaluation. The root cause was determined to be due to a defective main battery. The main battery was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported to baxter mexico that a flogard infusion pump had an f-94 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.